Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing with retains of device lot w62717rb. No discrepant results were observed and the product performed as expected. Manufacturing batch records for the lot were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required. This event is being reported as part number 97000hseu is same/similar to 510k # k030286.

Event description:
The customer reported the following events occurring on one patient: on (B)(6) 2017, an edta blood sample was collected from the patient and tested using the triage cardiac triple marker panel. The triage cardiac triple marker panel produced an abnormal tni result of 0.06 ng/ml. The test was repeated and a second triage cardiac triple marker panel produced a normal tni result of <0.05 ng/ml. A new sample was then collected from the patient and tested using an electrochemiluminescence methodology. The electrochemiluminescence methodology produced a normal tni result of 0.16 ng/ml. The facility's normal tni cutoff for the triage cardiac triple marker panel was reported to be <0.05 ng/ml. The facility's normal tni cutoff for the electrochemiluminescence methodology was reported to be 0.16 ng/ml.